Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. Nurse notified of a high purge pressure alarm. Appropriate troubleshooting steps were performed. Tubing was inspected with no kinks identified. The purge cassette was replaced; however, the alarm persisted. Purge flow was noted to be <1.0 ml/hr. The alarm subsequently progressed to ¿purge system blocked.¿ tpa was ordered to be administered through the purge system in an attempt to restore adequate purge flow.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.